Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the noise was unable to be reproduced. Lead damage was suspected but not confirmed. The device was reprogrammed to the left ventricular sensing to resolve the event, and the patient was in stable condition.